Event description:
The pt underwent pump replacement surgery. Following surgery, the pt experienced increased spasticity. The pt was "not doing good" and was hospitalized. On (B)(6) 2010, the pt was taken to surgery. During surgery, it was found that the catheter was completely cut in the pump pocket. The surgeon thought that he probably caught the catheter in a retractor during the pump replacement two days prior. The catheter was revised. The surgeon was able to get ample csf return when the catheter was aspirated. The pt was bolused with 200mcg of lioresal in addition to the priming bolus of the catheter. The next morning, the physician saw the pt. The pt's spasticity was much improved and he was going to be discharged to home that morning. The pump delivered lioresal 2000 mcg/ml at 1100 mcg/day.

Manufacturer narrative:
(B)(4).